Manufacturer narrative:
The reported events of no output, no magnet response, inability to interrogate and unspecified output issue were confirmed. The device was received with no telemetry communication and no output. A visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. The feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that the patient presented in clinic with complaints of fatigue. Upon investigation, the device was not providing pacing support, was unable to be interrogated, and had no magnet response. Additionally, the physician reported the device had a pacing issue that resulted in inappropriate unipolar atrial pacing prior to this event. The device was explanted and replaced to resolve the event, and the patient was in stable condition.